Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed drive manifold test. There was no patient involvement.

Manufacturer narrative:
Additional information: (B)(6), biomed. A getinge field service engineer (fse) found during preventive maintenance(pm) the unit was failed drive manifold test. Fse replaced drive manifold assembly(d104-00-0031). Performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, is cleared for clinical use, and was returned to the customer. The defective drive manifold were received for further national repair center (nrc) investigation. The failure analysis and testing department verified the failure of drive manifold vacuum leak diff. Pres. Test failed with result of 26 mmhg; the factory specification is +-25mmhg. Drive manifold assy, failed testing. Retaining the drive manifold assy, in the fat dept. As per procedure 0002-07-d008 rev an. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.